Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/15/2021. H.6. Investigation: one 3ml integra syringe in an opened blister pack from batch 7271521 (p/n 305270) was received and evaluated. The samples appeared to be manipulated as clear fluid droplets were present on the inside and outside of the fluid path. It was observed the plunger rod was partially depressed with the stopper at the 0.3ml grad line and the metal cutter exposed. The cannula was present attached to the hub with no indication of retraction. The retraction failure was rejectable per product specification. Potential root cause for the retraction failure defect could not be determined based on the information and evidence provided. The potential root cause is undetermined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced leakage and needle retraction failure. The following information was provided by the initial reporter: material no: 305270, batch no: 7271521. Consumer reported when pressing the plunger, it went half way and then the plunger stopped and the needle did not retract. Stated he didn't get his full dose of medication and could not finish the injection due to this. Stated he tried to pull the plunger back and then the medication started leaking out onto his hand. Stated this happened one other time in june.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced leakage and needle retraction failure. The following information was provided by the initial reporter: material no: 305270, batch no: 7271521. Consumer reported when pressing the plunger, it went half way and then the plunger stopped and the needle did not retract. Stated he didn't get his full dose of medication and could not finish the injection due to this. Stated he tried to pull the plunger back and then the medication started leaking out onto his hand. Stated this happened one other time in (B)(6).